Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: 13 samples were received for evaluation. The packaging flow wrap ends are sealed, however the sealing from one end to the other is not therefore failure mode is verified. The packaging flow wrap open seals were induced by a process variation of the flow wrapper machine. No corrective actions are required at this time as the defect rate is within allowed quality limits per bd¿s specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: the packaging flow wrap open seals was induced by a process variation of the flow wrapper machine. Root cause description: the packaging flow wrap open seals was induced by a process variation of the flow wrapper machine. Rationale: no corrective actions are required at this time as the defect rate is within allowed quality limits per bd¿s specifications.

Event description:
It was reported that before use of a bd posiflush ¿ the plastic packaging is not sealed.